Manufacturer narrative:
Additional narrative: (B)(4). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to strain/wear from normal use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the drill chuck with key device was generally worn out. It was noted in the service order that ¿drill chuck threads are loosened while surgery, and attachment detached from handpiece.¿ it was reported that this event occurred during an unspecified surgical procedure. It was reported that there was no delay in the procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.